Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 1 of their automated peritoneal dialysis therapy. Reportedly, the hp had disconnected their transfer set from the pt line of the homechoice set during a dwell cycle. When the hp returned, the machine had advanced into the following drain cycle. The hp reconnected self to the setup and received the alarm moments later. Baxter's tsc assisted the hp in ending therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the hp's family member.